Event description:
Reporter alleged blood glucose device 3rd and 4th connector pins were blackened and have melted. Reporter stated no patient of staff was harmed as a result so no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.